Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of her coils could not be visualized') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic discomfort, pelvic pain, back pain, abdominal pain, abdominal distension, rash, abnormal weight gain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, dyspareunia, fatigue, pelvic discomfort, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporters, removal procedure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.